Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eri. The device was implanted for over 36 months and a number of 16 charging cycles was documented to the device memory. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. During the thorough analysis no indication for a device malfunction was found, in particular the current consumption of the device was normal and as expected throughout all measurements. However, an inconsistency of current consumption and battery voltage was noted. Therefore, the device was opened and the inner assembly was inspected showing no anomalies. The measurement of the battery voltage confirmed a depleted battery. The current consumption of the electronic module was directly measured confirming a normal behavior. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The following inspection of the battery did not reveal any signs of damage. The voltage measurement confirmed a depleted battery. There was no indication of a battery failure. In conclusion, despite a thorough analysis of the device no conclusion could be drawn regarding the root cause for the battery status eri. During the analysis the device behavior was found to be normal and as expected.

Event description:
Ous MDR - during a regular follow up the device showed eri. The ICD was explanted. Should additional information become available this file will be updated.